Event description:
Medical assistant inserted tube into holder and top rim of tube was broken, glass shattered and she cut her fourth finger on her right hand. Testing was done on medical assistant for hepatitis antibodies, human immunodeficiency virus, hepatitis b surface antigens and hepatitis b surface antibodies, "hepbc" total and hepatitis c. All results were negative. No meds given. First aid consisted of cleanisng wound.